Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that no internal battery shorting occurred. Lithium-severing was seen in turn 7. The device was returned after 64 months of implant due to an end of service (eos), excessive charge time (ect) and charge time out (cto) alerts. This charge timeout resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) had an alert for charge circuit timeout. The ICD wa s explanted and replaced. No patient complications have been reported as a result of this event.